Event description:
(B)(4).

Manufacturer narrative:
The customer stated that she had changed the lead and patches on the pts and that one of the telemetry transmitters were showing pacer marks on paper strip. Another telemetry transmitter's signal is present then stops, then shows noise. The customer reset the telemetry monitoring system, and the customer biomed was to call if the issue returns. Followed-up with the customer again because their biomed did not contact us. They stated that everything was working properly. Followed-up again and spoke to the customer biomed but he stated that he had not heard about this issue and that the issue may have been resolved after rebooting the telemetry monitoring system.